Manufacturer narrative:
The device was received at boston scientific's return products department in mid-december 2017. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
A request was made to the local representative for device return. To date, the device has not been received at boston scientific's return products. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provide and/or products are turned for laboratory testing.

Event description:
Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory. This chronic device and competitor leads were exhibiting right atrial (ra) and right ventricular (rv) high pacing impedance (greater than 2000 ohms) associated with electrogram noise (electromechanical interference) and oversensing. The physician attempted and then aborted the lead extraction procedure. The chronic leads were surgically capped and the chronic device was explanted